Manufacturer narrative:
Correction - h6 - investigation conclusions should have been 4309 - cause traced to environment not 4307 - cause traced to component failure.

Manufacturer narrative:
The reported complaint of device backup vvi was confirmed. The device was received with normal battery range. Analysis found an integrated circuit (ic) anomaly which resulted in a reportable complaint in backup vvi. The malfunction is consisted with ic cold temperature sensitivity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacemaker was being prepared for implant surgery when it was noted that it was on backup vvi mode. The device was removed from the lab and it was not used. There was no patient involvement.